Event description:
Spontaneous. Cadd legacy sn # (B)(4) (due for maintenance 03/13/2020) malfunction. No disposal clamp tubing error. Error happened while pump in use. Pt was able to switch to backup pump with no issue. Prescriber has not been notified. Did reported product fault occur while in use with pt? Yes. Did the product issue cause clinical injury? No. Device available to be returned? Yes. Device replaced? Yes. Reported to (B)(6) by pt/caregiver.